Event description:
A report that the pt's precision system was explanted was received. The explanting hospital did not have furtehr info regarding the reason for explant. The pt claims the system was not working for her and it was burning her hip and the pt disliked the feeling.

Manufacturer narrative:
The explanted devices were discarded by the medical facility and will not be returned for evaluation.